Event description:
It was reported that error code 64: "brick 2 not working case saver mode" displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was serviced at the customer's site. The reported error code complaint was confirmed. The field service engineer (fse) performed servo auto tune procedure, realigned the optics bench, and tested system several times in user mode and service mode. This resolved the issue. It is most likely that alignment was needed, as energy was not reaching the pyro detectors properly. No component replacement was required. Based on all available information, the most probable cause was determined to be cause traced to maintenance.